Manufacturer narrative:
(B)(4). The field service representative (fsr) tested the level sensor with the test fixture and could not duplicate the reported issue. The unit is operating to manufacturer specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the yellow level sensor kept on alerting. The customer turned off the unit. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.